Event description:
In 2008, the patient reported that while changing her insulin cartridge, she noticed condensation on the window of the cartridge compartment. She removed the insulin cartridge from the infusion device, and the plunger became stuck to the piston rod. The patient was instructed how to remove the plunger from the piston rod and she was educated on the proper technique for removing the insulin cartridge from the infusion device. The patient was assisted with setting up her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.